Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: during investigation, the last bolus delivery was a 5.8 unites bolus. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range and delivered accurately. There were no delivery interruptions or error, alarms, or warnings occurring during investigation. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).